Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice due to high blood glucose levels. The dates were (B)(6) and (B)(6) 2012. The dr felt that the insulin pump was malfunctioning, and needed to be replaced. The customer was not present during a phone call, therefore, troubleshooting could not be conducted. Advised the caller to call back once the customer is present. Nothing further was reported.